Event description:
Related manufacturer reference number:2017865-2023-94750. Related manufacturer reference number:2017865-2023-94751. It was reported that patient presented to emergency room with pocket hematoma and infection. It was also noted that patient's pacemaker was eroded through skin. Pacemaker, atrial lead and right ventricular lead was explanted. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.